Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling was caused by stress of repeated use, external factors, or handling. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found there was play in the angle knob due to wear of the angle wire. The electrical connector demonstrated fluid ingress. The adhesive on the bending section cover (a-rubber) was chipped, and the forceps mouthpiece was scraped due to external factors. Several of the device components demonstrated scratches due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited a wire defect. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that the adhesive part of the light guide lens was peeled off. This report is being submitted for the malfunction found by service during the device evaluation [adhesive peeled off]. Additional details were requested regarding the reported event; however, no further information was provided.